Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which clarified that the 19mm valve did not seat properly upon implant. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this 19mm aortic bioprosthetic valve, it was explanted and replaced with a 21mm valve of the same model. The reason for the replacement was reported as the 19mm valve was too large to drop down to the valve annulus. It was stated that the 19mm valve was able to be fully sutured into place prior to removal. It was reported that the valve annulus diameter was measured to be 19 mm and a valve annulus expansion procedure was performed, and the 21mm valve was implanted. It was noted that there was severe calcification of the patients native valve annulus and the replica end of the 19mm sizer had been used for sizing and the body surface area (bsa) chart used for valve sizing of the 19mm valve before the 19mm valve was attempted. It was mentioned that pledgets had been used and the valve was re-sized following the pledget placement. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.